Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device had been firing spontaneously for four years. The consumer wanted to just turn the device off and stated it had caused more harm than good. The indication for use was non-malignant pain.